Event description:
Boston scientific received information that during the patient¿s follow up checkup the right ventricular (rv) lead exhibited increased pacing threshold measurement. There was no dislodgement seen on x-ray; however, the physician stated that there was micro-dislodgement. Nevertheless, the physician was not concerned and no intervention will be performed since thresholds were still within an acceptable range. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.